Event description:
Patient reports that he developed burns on the top and side of his right foot, approximately 1 1/2" x 1 1/2", following treatment with the anodyne home unit. Patient reports that this event occurred after he fell asleep for 5 hours with the unit turned on. The patient has received medical intervention, including skin grafts to speed healing. Patient has completely healed.